Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had been having issues with getting the equipment to connect to the ins when trying to recharge the ins. Pt stated that sometimes while charging the ins, the equipment quit recharging the ins and then the controller would beep and say to reposition the recharger (rtm). Pt stated that they would move the rtm paddle around over the ins and that sometimes it would connect and that sometimes it would take longer to get the ins to start recharging. Pt stated that also no device found appeared when trying to recharge the ins. The pt was asked if the rtm was getting hot while recharging or trying to recharge the ins; pt stated yes and that either the end of last week or the beginning of this week the rtm was getting extremely hot on their back; pt noted that now however the rtm was not getting hot. Pt stated that the equipment finally worked to recharge the ins about two or three times. Pt noted that the ins battery was currently about 60%. Pt confirmed that there was no apparent damage to the rtm. Pt confirmed that no other error messages were appearing on the controller when recharging or trying to recharge the ins. Pt confirmed that there were no issues with recharging the controller from the ac power supply. Pt confirmed that the issue started sometime in march; pt reiterated that the issue started either the end of last week or early this week. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.